Event description:
A home peritoneal dialysis pt reported that she felt uncomfortable and her stomach was tight after fill 2. The cylcer showed that she was filled with the prescribed amount of 2,300 ml., but when she bypassed to drain, the drain volume shown was 4,080 ml. She felt relieved after draining. There was no serious injury or illness.